Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the pre-loaded wire guide and the balloon deflated fully. No kinks were observed in the catheter. During functional testing of the device a cook dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated, however water was observed leaking from the distal end balloon neck to tip glue joint. A lab meeting was held with production management and manufacturing engineering on 23may2024, and the device was examined. During the meeting, a close visual examination of the distal balloon joint confirmed there was a gap in the smooth transition between the balloon neck and pellethane tip where the leakage was observed. This was confirmed to be nonconforming. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report for balloon leakage at the distal end balloon joint. The cause of this is insufficient glue at the distal end balloon joint and smooth transition during the manufacturing process. This nonconformance was process and operator error related. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management. The operator is currently disqualified and a retraining will be provided. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A leakage can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown procedure in the esophagus, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. It was reported that the balloon had a leak, when they removed the balloon from the scope and tested outside the patient, it had a pin hole spraying water. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.